Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2008: a female consumer, age not provided, was treated once with poly-l-lactic acid (sculptra) on an unspecified date in her orbital region. Consumer stated "I had only one treatment and two years later, I have developed lumps." She has seen a physician concerning the event. No treatment provided to date. No further medical info provided. Additional info for sculptra (lot # /exp date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for additional info received from consumer who is returning call on (B)(6) 2008: consumer is a (B)(6) female who received poly-l-lactic acid once, on an unspecified date in 2006. There was no previous exposure to poly-l-lactic acid. Indication was for "filling under eyes". Lot number/exp date not provided. Reconstitution or injected volume details unk to consumer. Consumer stated that she had poly-l-lactic acid injected under her eyes in 2006, and is experiencing swelling under the eyes & has "hard, spread out, pea-size lumps" under the eyes since (B)(6) 2008; (both events are ongoing). Pt went to see physician, who assessed pt's lumps under her eyes & stated that the "lumps were from the sculptra" and indicated that there is no treatment for lumps. Date of birth provided. Medical history and concomitant medications both reported as "none." Consumer is allergic to sulfa.